Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "physician deployed 18f manta at appropriate depth. Deployment steps executed properly. Bleeding coming from the skin tract was excessive. Physician performed steps again to try and ensure that all pieces of manta device were placed fully and properly. Still bleeding. Surgeon wanted to cut down as first step to rectify. When surgeon was able to see what was present at/in the vessel he found disease inside the vessel, and that the manta footplate got caught on the disease, leading to the disruption of proper deployment."

Event description:
It was reported that: "physician deployed 18f manta at appropriate depth. Deployment steps executed properly. Bleeding coming from the skin tract was excessive. Physician performed steps again to try and ensure that all pieces of manta device were placed fully and properly. Still bleeding. Surgeon wanted to cut down as first step to rectify. When surgeon was able to see what was present at/in the vessel he found disease inside the vessel, and that the manta footplate got caught on the disease, leading to the disruption of proper deployment.".

Manufacturer narrative:
(B)(4). Correction: imdrf b, c & d codes updated. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73b2400960 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A male patient presented in the or for an evar. Post-evar procedure, an 18f manta was deployed to the measured deployment depth for closure. While the physician was deploying manta, active bleeding was present at the access site. Bleeding present at the access site during deployment is a possible indicator for tract deployment. Following deployment, the physician assessed the bleed and decided to re-advance the manta device to ensure manta was properly placed; although, the bleeding continued. The surgeon was called for a cut-down. During the surgical intervention, the surgeon found disease within the vessel, and the manta anchor was caught on the disease, which led to the improper deployment and positioning of the manta device. Numerous causes for intraarterial deployment have been established. However, the exact reason for this intraarterial deployment is potentially due to user error. The IFU special patients' population include the patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation or pseudoaneurysm formation, or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement or sub-optimal anticoagulation.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number: 73b2400960 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A male patient presented in the or for an evar. Post-evar procedure, an 18f manta was deployed to the measured deployment depth for closure. While the physician was deploying manta, active bleeding was present at the access site. Bleeding present at the access site during deployment is a possible indicator for tract deployment. Following deployment, the physician assessed the bleed and decided to re-advance the manta device to ensure manta was properly placed; although, the bleeding continued. The surgeon was called for a cut-down. During the surgical intervention, the surgeon found disease within the vessel, and the manta anchor was caught on the disease, which led to the improper deployment and positioning of the manta device. Numerous causes for intraarterial deployment have been established. However, the exact reason for this intraarterial deployment is potentially due to user error. The IFU special patients population include the patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation or pseudoaneurysm formation, or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement or sub-optimal anticoagulation.

Event description:
It was reported that: "physician deployed 18f manta at appropriate depth. Deployment steps executed properly. Bleeding coming from the skin tract was excessive. Physician performed steps again to try and ensure that all pieces of manta device were placed fully and properly. Still bleeding. Surgeon wanted to cut down as first step to rectify. When surgeon was able to see what was present at/in the vessel he found disease inside the vessel, and that the manta footplate got caught on the disease, leading to the disruption of proper deployment."